Event description:
It was reported that during an laparoscopic endometriosis procedure, the electrode was broken off inside the patient's body at about 4cm from the tip. The fallen piece was already retrieved. As the fallen pieces were already retrieved, no pieces were left inside the patient's body. The nurse commented that the electrode was pushed with very strong power during decorticating tissue. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.